Event description:
It was reported that at 8,940 joules of use during a prostate procedure, the tip of the surgical fiber was damaged due to a prostatic stone. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fibers glass cap was found to be detached; the fiber broken proximal to the fiber/cap glue zone. The fiber cap was not returned by the customer. There was no indication or report of any part of the device remaining inside the pt. The fiber condition could result in a forward firing condition of the side-firing surgical fiber. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and or and anatomical/procedural factors encountered during the procedure, resulting in cap detachment.